Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump during bolus. Customer's blood glucose was 234 mg/dl. Troubleshooting was performed. During a 5 unit fixed prime, insulin exited the tubing. It was found that customer practices were introducing air bubbles to the system. Customer was rewinding the insulin pump with the reservoir in the reservoir compartment. He was advised to remove the reservoir from the insulin pump when rewinding to reduce air bubbles in the tubing and to wait until insulin is at room temperature before insertion into pump. Customer was also advised to change the infusion set and was assisted in removing a large bubble from the infusion set and reservoir. Nothing further reported.